Manufacturer narrative:
Siemens investigated the event. The database of the instrument was investigated by the technical application specialist (tas). The cause of the discordant results was incorrect calibration. The customer changed the lot of the reagent without performing a full two-point calibration. The results of the calibration were atypical. The results of the quality control were also atypical. The instructions for use (IFU) states: " the pcp method provides only a preliminary test result. The user must use more specific alternative methods to obtain a confirmed analytical result. Siemens healthcare diagnostics recommends using the gaschromatography/mass spectroscopy (gc/ms) confirmatory method." The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Seven false positive results for phencyclidine (pcp) were obtained on an advia 1800 instrument. The results were reported to the physicians and were questioned. The same samples were rerun on an alternative manual method and negative results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant pcp results.